Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to loose flush drive support disk. No alarms noted, unit received with cracked case at display window corners, reservoir tube, and severely scratched lcd window.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. Customer stated that the drive support cap is sticking out. Customer also stated that the insulin pump may have been bumped prior to the error alarm. Customer's current blood glucose reading is 573 mg/dl and has treated with a manual injection. Nothing further was reported.